Event description:
An 82 yr. Old, obese, female pt sustained a spinal distal femoral shaft fracture due to a fall. Screw was being inserted into very hard bone, femoral shaft. The screw was very difficult to insert. Extra force was applied and the head of the screw snapped off leaving 8mm of thread protruding from the near cortex. The body of the screw is functioning to lock the femoral nail into place. The surgeon believes that he will not be removing the remaining piece of the screw as the femoral nail will not be explanted. As the pt is very obese, he believes the protruding screw threads will not cause soft tissue damage.